Event description:
As reported by the edwards field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the valve was placed in proper position, 50/50, however, after valve deployment the valve migrated aortic resting 90/10, on the upper edge of the aortic annulus and was unstable. The team was concerned that the valve would dislodge and decided to observe the valve for a few minutes. After only 3-4 minutes the valve dislodged/embolized into the aorta. In order to troubleshoot, the valve was pulled back into the aorta and was secured into the aortic arch. A second valve was then prepped and implanted without incident. The echocardiogram that was performed at one day post op showed no migration of either valve. At 2 days post op, the patient was noted to be stable, out of the ICU, and doing well.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to gather the imagery for this case were performed, but to date have not been forthcoming. The embolized valve was not returned for evaluation. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, procedural factors (fair iia and poor coaxial alignment with 90:10 aortic positioning) may have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Furthermore, a complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. On this basis, no corrective or preventive actions are required.